Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited out-of-range pace impedance measurements spikes due to lead/spring contact interaction. Noise with oversensing and high threshold were also observed. This pacemaker remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)